Event description:
It was reported that the astigmatism of a patient worsened after implanting preloaded intraocular lens (iol) in the left eye. The visual acuities before and after implantation were 20/70. It was noted that the patient had stopped performing daily activities due to the issue and that an iol exchange was planned. Upon follow-up, it was stated that the lens was explanted and replaced with another jnj lens. The patient had corneal edema post-operation and had only been seen for one follow-up. The patient still had corneal edema, and a follow-up was scheduled for a week later. The original explanted lens is not available for return. No further information is available.

Manufacturer narrative:
Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon further review it was noted that section g4: PMA/510(k) number in the initial MDR was inadvertently submitted missing the ¿p¿ before the numerical value. The complete number is p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.